Manufacturer narrative:
The lot number is unknown, however during the investigation a review of the customer's sales history identified six possible lots. The customer reported part number 91-6107 as a single screw broke, however the customer purchases this part as a five pack, therefore the lots reviewed correspond to part number 95-6107. The device history records were reviewed for each lot and no non-conformances were identified. Lot: 949830, manufacture date: may 1, 2015, (B)(4); 738270, jan. 18, 2016, (B)(4); 012030, feb. 8, 2016, (B)(4); 435790, dec. 21, 2015, (B)(4); 435800, dec. 28, 2015, (B)(4); 245740, june 6, 2016, (B)(4).

Manufacturer narrative:
The warnings in the package insert state this type of event can occur. The user facility is foreign; therefore a facility medwatch report will not be available. The product remains implanted in the patient and therefore will not be returned for an evaluation. Because the lot number is unknown, the device history records could not be pulled and reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It is reported that during a craniotomy, screws broke while inserting into the scull bone. It is reported that not all screws could be removed from the patient. It is reported that the surgeon replaced the screws he could remove with 5 mm screws. It is reported that as the broken screws could not be removed from the patient, the surgeon had to use a new hole. It is reported that the patient is "fine so far."